Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that the hst iii system (4.3mm) umbrella didn't go back and it got stuck. No delamination/cracking of the seal noted before or during loading of the hs iii seal. The seal did folded completely , was loaded properly, but did not come out with delivery device. A new device was used. There was no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 12/07/2022. An investigation was conducted on 12/14/2022. A visual inspection was conducted. Only the delivery device with the seal was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The tension spring assembly was observed inside the delivery device with the seal in an unraveled state. The blue tension string was observed partially inside the delivery device. The white plunger was fully depressed with the blue safety off, which allows for the white plunger to be depressed. The seal and tension spring assembly were removed from the delivery device with no physical or visual difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem was confirmed as well as the analyzed failures "unraveled material" was observed. The lot # 3000253412 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.